Event description:
Pt developed cellulitis at left arm insertion site & resulted in septic thrombophlebitis of a portion of the left cephalic vein-requiring surgical excision of a portion of the vein along with IV therapy.